Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the glue loosened between foam and fixation device, so the PICC catheter went out position and patients arm for 10 cm.

Event description:
It was reported the glue loosened between foam and fixation device, so the PICC catheter went out position and patients arm for 10 cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached statlock retainer was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a statlock PICC plus crescent foam catheter stabilization device. The depicted device was adhered to the skin of a patient. The plastic retainer, containing the sliding posts, was completely detached from the foam pad. Rough regions were visible on the foam pad which appeared to correspond to where the retainer had been attached. The retainer was visibly detached from the foam pad in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include insufficient adhesive bonding during the manufacturing process and retainer manipulation during use. H3 other text : evaluation findings are in section h.11.